Manufacturer narrative:
Philips has investigated this complaint. A remote service engineer (rse) examined the system remotely and confirmed that the system was unable to turn on. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the malfunction in flexvision pc that controlled the large monitor. To resolve the issue, fse replaced the flexvision pc. The defective part was sent for analysis, for flexvision pc no malfunction was observed. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot, stalling at 00:00. The user performed a restart but the issue persisted. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.